Event description:
It was reported that during a gastric bypass procedure, the device had no staples in it when fired. Dr fired the device, crunch was heard, removed device and anastomosis was absent. There were no staples present. Dr was required to had sew the pt which took 2 hours. Pt is currently doing fine. Rep took another device of same lot and opened it, appears to have staples in it, did not fire this device.